Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Out of range high voltage lead impedance on rv-can vector was observed. The measurement was not reproducible in clinic. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.